Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed a product malfunction. Additional details have been requested but not provided to date. Should additional information become available, a follow up report will be submitted.

Event description:
It was reported by the distributor that the "film that surrounds the dressing was opened - the product is therefore not sterilized." The dressing was not used. A photograph depicting the reported event was provided. No further details have been provided.